Event description:
It was reported that the pacemaker alerted due to low atrial intrinsic amplitude. Review of the device data showed there to be occasional farfield oversensing and isolated undersensing on the atrial threshold test. The lead trend data had recorded atrial amplitudes of 0.4 mv to 5.2 mv and the programmed atrial sensitivity was automatic gain control 0.25mv. Technical services recommended further review of the programmed settings. The pacemaker remains in service.